Event description:
It was reported to boston scientific corporation in 2009, that a securi-t percutaneous replacement gastrostomy tube was replaced during a peg (percutaneous endoscopic gastrostomy) procedure performed in the same month. According to the complainant, after being in use for approximately four months, the device was removed for replacement. While removing the device, resistance was encountered and the internal bolster was torn off. The procedure was completed with another securi-t percutaneous replacement gastrostomy tube. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.